Manufacturer narrative:
Concomitant medical products: lpg1612 12x16cm parietex lap progripx1 (lot# prc1380x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a left/right inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh folding, and adhesions. Post-operative patient treatment included revision surgery and hernia repair with new mesh.